Manufacturer narrative:
The complaint is not confirmed for twisted and broken tip. One of the devices listed in the event description was returned and the tip was however found to be rounded and deformed. The most likely cause is continually applying torque while the device did not unscrew.

Event description:
It was reported that during a procedure, the surgeon twisted the drivers of 4 cannulated driver shafts, ar-8737-37, lot numbers, 1391610, 1391801, 1391834, and 4751505, when trying to remove a screw. No further information provided. Further information requested. Additional information provided on 2/18/19: the procedure was a radial head orif. All driver tips broke inside the screw head itself and the fragments were retrieved by the use of small k wires and pickups. The case was completed by tamping in the screw flush to bone. Another headless screw was inserted lateral to fixate the compression of the radial head to the surgeons likeness without any adverse effect to the patient.